Manufacturer narrative:
A partial lead was returned in three segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. It was reported by the wife, that the patient was out riding his 4 wheeler. Upon getting off the 4 wheeler, the patient fell to the ground and died. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
Device interrogation report was received for review. Upon review of the episodes, several vt/vf episodes were stored the morning the patient passed. The patient's rhythm appeared to be of ventricular origin. Sensing issues were noted. At times the patient's device was picking up noise on the ventricular channel. Intermittent sensing was also observed due to r-wave variability. The noise resulted in inappropriate vf binning. The patient was also experiencing vt/vf rhythm during the episodes, so therapy was appropriate. In one episode, atp was delivered appropriately, but it appeared to accelerate the rhythm from an organized vt to polymorphic vf. Intermittent sensing was noted after the signal degraded into a vf. It was also noted that the patient experienced hypotension and cardiogenic shock.